Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that an unspecified number of tubes were underfilling. It was also reported that there was defective print on the tube label making it difficult to identify the product information. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#:k230855. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2024-00498 was sent in error. It was a duplicate report of 1024879-2024-00465.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes that an unspecified number of tubes were underfilling. It was also reported that there was defective print on the tube label making it difficult to identify the product information. There was no health impact or consequence reported.